Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Battery voltage was 2.929 volts on (B)(6) 2016. Concomitant medical products: 429888 lead, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the patient received one hundred and one shocks due to a medication overdose by the patient. In turn, the device reached possible premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was also reported that the patient is a participant in the (B)(6) trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.